Event description:
This system was removed due to infection and vegetation on the leads. The system was later replaced with another biotronic system. Lumax 340 hf-t, 1028232-2009-01718; linox sd 65/16, 1028232-2009-01719; corox otw 85-up steroid, 1028232-2009-01720.